Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer treated high blood glucose with manual injection. Customer also reported no delivery alarm but the insulin pump work as designed. Customer insulin pump will not be returning for analysis.